Event description:
It was reported that a chest x-ray revealed a small pneumothorax, which was not treated. On (B)(6) 2014, a repeat chest x-ray showed no pneumothorax. The patient was asymptomatic. The left ventricular lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.